Event description:
The customer reported having a no delivery alarm during a manual prime. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. However, the device passed the prime, basic occlusion, and excessive no delivery alarm tests.